Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. An elevator lever check was conducted and found that the forceps raiser was not sitting back properly. All other components and parts of the scope functioned within specification. The most likely cause of the reported event could be related to the operator's technique. The instruction manual provides several warning and caution statements in an effort to prevent patient injury. "Do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section connector with excessive force. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Never insert or withdraw the endoscope's insertion section while the bending section is locked in position. The endoscope may be damaged and could cause patient injury, burn, bleeding, and/ or perforations. It could also cause parts of the endoscope to fall off inside the patient." If additional information is received at a later time this report will be supplemented.

Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatogram (ercp) procedure, the elevator on the distal tip of the endoscope became stuck and punctured/ perforated the patient. It was also reported that there were two esophageal perforations in the upper esophageal sphincter when inserting the insertion tube with excessive rigidity. This resulted in a mucosal laceration when the elevator of the scope was in down position. No additional information was provided. Olympus made multiple attempts to obtain additional information regarding the reported event but with no result.